Event description:
A report was received that a patient had a pocket revision due to pocket discomfort. The physician repositioned the patient's pocket site to the upper left buttocks. The patient is reportedly doing well following the procedure.